Manufacturer narrative:
Per additional information from the customer, the product information has been corrected. All information reasonably known as of 19-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Manufacturer narrative:
One used sample was received with a package label. The product received is code 196 (6fr) lot m7016t501. The cap of the thumb valve is broken off. The cap was not received. The stem of the thumb valve exhibits a jagged break on one side. There is visible stress whitening on this area. No other damage was observed on the valve body. The device history record for the lot number, m7016t501, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There was no definitive root cause determined. All information reasonably known as of 05apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported, "the endotracheal tube's inline suction catheter¿s suction control button used to lock and unlock the suction device broke during use allowing pressure loss through the resulting hole resulting in patient desaturation and heart rate drop causing the patient to need bag mask resuscitation." The closed suction catheter was replaced and the patient returned to previous heart rate and saturation post incident.